Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (500 mg/dl). The infusion set was changed 4 times. An insulin injection was administered to address the bg level. The customer did not know cause of the high bg. A pump system check was performed and no device issue was identified. The customer changed the infusion set again and did not see any issues to the infusion set site. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.